Event description:
(B)(4). Whole body hurts, extreme sharp shooting pain in my groin, headaches, heavy periods with blood clots, bloating,weight gain, tired all the time, nausea, have to urinate every 20 min, hurts to have intercourse, and very low sex drive. I have also had many cysts on my ovaries that hurt like hell when they rupture.